Event description:
Additional information received indicated that the post paced t-wave oversensing had reoccurred. The device will be reprogrammed at the next scheduled follow-up.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device showed nsrvo due to post-paced t-wave oversensing on the ventricular lead. Technical support will resolve the issue with reprogramming. The patient was asymptomatic.